Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/21/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: - could you please provide the lot number? Lot number 10a7pl ¿ was there any additional tissue damage resulting from the search for the needle piece? -no ¿ is there any plan in place to remove the needle piece in the future? -no ¿ if so, could you please provide the scheduled date for the removal? -na ¿ in which tissue structure was the broken needle located? -we think patellar tendon ¿ what is the surgeon¿s opinion of the potential consequences for the patient? Surgeon is not concerned about any adverse consequence. - could you kindly perform and document the follow-up attempt for the product return? -what? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. - please provide the source or name of person providing answers to follow-up questions: -jw (please refer to the attached email), nurse manager surgical services. I received the shipping materials; however, I did not receive a return shipping label. I will return the affected product code: sxpp1a406 lot number: 10a7pl upon receiving the pre-paid shipping label. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total knee arthroplasty on (B)(6)2026 and barbed suture was used. During a right total knee arthroplasty revision procedure, the tip of a stratafix needle broke off during closure of the arthrotomy. An x-ray was obtained, which identified the needle fragment measuring approximately 2 mm in length. Despite exploration, the part of needle could not be located within the wound and was elected to be left in place. The physician determined that further attempts to retrieve the fragment would pose a greater risk of soft tissue damage and would not benefit the patient. A portion of the needle remains in the patient. Device returning. There were no patient consequences reported. Additional information was requested.